Event description:
It is reported that the patient was revised due to massive backside wear. Granulomas around the tibia screws were noted.

Manufacturer narrative:
This report will be amended when our investigation is complete.